Event description:
It was reported by the rep that the one atw45 was used during a laparoscopic nephroureteroectomy procedure. It was reported that the gun closed normally but would not fire. The case was completed with an atw35 which worked fine. There was no pt consequence.